Event description:
It was reported that the patient presented to the hospital with chest pain. Device interrogation showed an exit block at max output. X-ray revealed dislodgement. The physician suspected perforation. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.